Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal an unspecified number of tampons unraveled and fell apart leaving pledget pieces inside her vaginal cavity. She manually removed the remaining pieces and did not seek medical attention. She did not experience any adverse health effects.